Manufacturer narrative:
The follow-up established that the patient is doing well post-removal. The broken piece was destroyed and is not available for the analysis by the manufacturer. There are no pictures of the broken piece available. It was reported by the hcp that the piece broke at the wire cable intersection to the receiver. Due to lack of the device further root cause analysis is not possible. The manufacturer will monitor for trends.

Event description:
The hcp reported that a part of the receiver stuck in the patient's ear while the patient was trying to remove the hi from the ear. The patient had to go to the hospital to have the part removed by the ent doctor. The patient didn't require a surgery and was not prescribed any medicines.

Event description:
The hcp reported that a part of the receiver stuck in the patient's ear while the patient was trying to remove the hi from the ear. The patient had to go to the hospital to have the part removed by the ent doctor. The patient didn't require a surgery and was not prescribed any medicines. Upon the initial follow-up it was reported that the patient is doing well post-removal. The broken piece was destroyed and is not available for the analysis by the manufacturer. There are no pictures of the broken piece available. It was reported by the hcp that the piece broke at the wire cable intersection to the receiver. Due to lack of the device further root cause analysis is not possible. The manufacturer will monitor for trends.